Event description:
The reporter contacted animas on (B)(6) 2012, stating that the up arrow and down arrow keypad buttons were intermittently unresponsive and the contrast button was completely unresponsive. The patient continues to wear the pump. The reporter denied damage or moisture to the pump. The patient reportedly wore the pump attached to a belt in a case and cleaned the pump with a small dust brush. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission: (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive and difficult to press when pushed. The contrast button was found to be unresponsive, which has no effect on insulin delivery. There was evidence of contamination found around all key contacts during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.